Event description:
It was reported that the procedure was to treat a chronic total occluded lesion in the left common iliac/external iliac artery with heavy calcification and moderate tortuosity. During deployment of the absolute pro vascular self-expanding stent system (sess), the outer sheath did not move completely. The distal part of the stent got caught on the distal sheath and the stent was stretched. The sess and stent could not be withdrawn from the artery. Surgical procedure was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the deployment difficulty and difficulty removing were not able to be confirmed due to the condition of the returned device. The stretched stent and separation were able to be confirmed. Based on a visual and functional inspection, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation concluded that the reported deployment difficulty, difficulty removing, stent damage, surgical procedure, and additional hospitalization appear to be due to case circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The absolute pro instruction for use (IFU) states: should unusual resistance be felt at any time during lesion or stricture access or delivery system removal, the introducer sheath / guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Although force was applied to remove the sess, it does not appear to have contributed to the original deployment issue.

Event description:
Updated event description: it was reported that the procedure was to treat a chronic total occluded lesion in the left common iliac/external iliac artery with heavy calcification and moderate tortuosity and the right common iliac artery. Two absolute pro vascular self-expanding stent systems (sess) were advanced to be deployed overlapping both stents. However, only the absolute pro in the right common iliac artery was deployed without issue. During the attempt to deploy the second absolute pro stent in the left common iliac artery, the outer sheath did not move completely. The thumbwheel rotated properly, but the distal part of the stent got caught on the distal sheath and the stent was stretched. The stent was partially deployed. The delivery system was pulled with extra force and removed from the patient body. However, the stent separated and distal portion of the separated stent remained in the artery. A surgical procedure was performed to remove the separated stent from the patient anatomy completely. The event was resolved and the patient was discharged from the hospital on 7/15/2015. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.